Manufacturer narrative:
X-ray was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, femur plate, right, 13 holes, 324 mm on the right side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the plate.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: implant fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient was implanted with a ncb plate on (B)(6) 2017 on the right side. The patient was revised on (B)(6) 2017 due to implant fracture. Review of received data: in total there were 8 x-rays provided. On (B)(6) 2017: pelvis view with proximal femur: on the right side cemented hip endoprosthesis with situation after acetabular plastic visible. On the lateral side of the right femur recognizable proximal part of a fixed osteosynthesis plate without evidence for implant failure. There is no indication of a breakage or secured loosening of the hip stem. On (B)(6) 2017: ap-view of femur on both sides: femoral spiral fracture visible at the level of the femoral center on the right side. The two fragments are in about 14 degrees varus. The laterally inserted osteosynthesis plate is broken about 4 cm below the stem tip, the distal plate portion is slightly tilted to the varus, the proximal part of the plate seems to be stably fixed. The breakage is located through a non-screwed plate hole. There are also cerclage wires visible about 1.5 cm above and below the plate fracture. The lower cerclage wire is broken. On (B)(6) 2017: ap-view of hip and proximal femur on right side: no additional useful information to the pre-recording, the proximal part of the plate seems to be fixed. On (B)(6) 2017: ap-view of femur with knee joint on right side: the distal part of the osteosynthesis plate is fixed with 6 screws from the 5th screw hole underneath the plate fracture. The lower wire cerclage is broken. On (B)(6) 2017: 4 intra-operative pictures were provided right after the performed re-osteosynthesis. There are two pictures of a broken ncb plate available. It can be seen that the breakage is located approximately in the middle of the plate. Devices analysis: visual examination: the broken plate was returned for investigation. The sub components like screw and cerclage wires have not been returned. A fracture analysis of the plate was done. The visual examination of the broken parts shows the fracture origin on the broken distal part of the plate. The fracture surface is characterized by beach lines which depict the fatigue character of the fracture. Furthermore, both fracture surfaces show areas which are polished to a shine. The thread located on the broken plate hole is deformed. It is unknown when and how this was occurred. On the backside of the proximal part of the plate there are signs of wear from the cerclage wire visible. However, on the fracture surfaces no material defects that could have triggered the fracture could be detected. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, the x-rays showed that some cerclage wires were used. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no signs of corrosion. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible -> no issue. Detected on the provided x-rays. Breakage of implant due to wrong interpretation of x-ray template for dimensions not possible -> no issue detected on the provided x-rays. Breakage of implant due to user perform inadequate force to the plate => possible, it is possible that the inadequate force was performed to the plate. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is unknown if spacers were used. Breakage of the implant due to user performs inadequate forces to the plate => possible, it is possible that inadequate force was performed to the plate. Breakage of the implant due to user perform improper handling of the plate during insertion => possible, as no surgical report was provided, this point cannot be excluded. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no post-op information available. Breakage of the implant due to patient do not follow the postoperative protocol => possible, it is possible that the user did not follow the post op protocol. In the event it is also described that the patient's statement is not entirely true (e.g., previous fall). Breakage of the implant due to patient do not follow the postoperative protocol => possible, it is possible that the user did not follow the post op protocol. In the event it is also described that the patient's statement is not entirely true (e.g., previous fall). Conclusion summary: it was reported that the patient was implanted with a ncb plate on (B)(6) 2017 on the right side. The patient was revised on (B)(6) 2017 due to implant fracture. The manufacturing records of the plate did not show any abnormality. The plate was in vivo for approx. 2 months. The received x-rays confirm the breakage of the ncb plate. No surgical reports or post operative protocols were received. A product investigation of the returned ncb plate was done. The visual examination indicates that no material defects that could have triggered the fracture could be detected. The products analysis of the ncb plate shows an indication for a fatigue fracture. There are several factors which may have contributed to the breakage. It is possible that the plate was over stressed during the in vivo time or a wrong patient behavior can be also the cause for the breakage. However, an exact root cause for the plate breakage after 2 months could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).